Event description:
Rptr noted unit shut down just prior to surgery; changed footswitch and still wouldn't work. Pt's eye was open but case was cancelled. Procedure was completed at a later date and pt is recovering well.